Event description:
Pump reported to go into failure 535:320:717:000 during use on a pt. This failure code will result in an alarm and stop the channels in use. The pts b/p dropped to 70 systolic while the nurse went to find another pump to continue therapy. There was no pt injury reported and it is assumed pt returned to pre-incident status.